Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. Return material was not received from the customer. A specificity testing protocol was executed using lot 48101li00; testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect (B)(6) reagent list number (B)(4), lot number 48101li00, was identified.

Manufacturer narrative:
After the product evaluation was originally closed 3 patient specimens were returned for evaluation. An addendum to the evaluation was completed on 06/29/2015. Sample ids (B)(6) were tested with a retained kit of architect havab igg reagent lot number 48101li00 and (B)(6) results were obtained for all samples. We were able to reproduce the observation by the customer. All three samples were tested (B)(6) with vidas anti-hav total and sample ids (B)(6) were also (B)(6) with monolisa total anti-hav plus whereas sample ID (B)(6) was (B)(6) with this assay. Based on these results we can conclude that sample ids (B)(6) were (B)(6) with the architect havab igg assay while sample ID (B)(6) cannot be categorized due to inconclusive results. Overall the added results do not change the outcome of our initial evaluation with regard to the general specificity performance of the complaint lot number. Our evaluation showed that the architect havab igg reagent; lot 48101li00, is performing acceptably.

Event description:
The customer observed (B)(6) results for a patient while using the architect (B)(4) assay. The customer indicated that each patient was (B)(6) when tested by another method, liaison. The customer provided the following (B)(6) results (s/co): sid (B)(6) : initial result: 1.58. There was no adverse impact to patient management reported. The results were not reported from the laboratory.

Manufacturer narrative:
(B)(6). This report is being filed on an international product, list 06c29 that has a similar product distributed in the us, list number 06l27. (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.